Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin from the bottom of the reservoir leaked into the reservoir compartment. The blood glucose reading was 325mg/dl. No further information was provided.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed pre-fill reservoirs test. Reservoirs passed per inspection. No transfer guard leakage anomalies were found during analysis.inspected two opened and used reservoirs. Performed pre-fill reservoirs test. Both reservoirs and transfer guards passed per inspection. No leakage per inspection found. No transfer guard anomalies during test.